Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305921, batch number#: unknown (given 24f023 is invalid). It was reported that the bd needle sftygld 27x5/8 rb safety mechanism was difficult to activate. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. As per sales rep, the needle would get stuck when he tries to deploy an injection. This has happened on 3 different occasions with the same batch of needles. Item -305921, lot - 24f023.